Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown and yellow particles in shell, flat creases on implant and weight to the spec. Additional analysis was performed which identified cloudy gel observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; rupture; seroma - late.

Event description:
Healthcare professional reported suspected rupture of the left breast implant via MRI, fluid around the breast implant via ultrasound, and distortion. After explant of the device, patient representative reported that the patient was diagnosed with alcl; pathology has been received confirming the markers of cd30+ and alk-.